Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had an absence of no delivery alarm. Customer also reported the insulin pump was not properly delivering their boluses and a no delivery alarm did not occur. Customer also reported experiencing high blood glucose as a result. Customer's blood glucose was 487 mg/dl during this incident. The customer stated they were able to resolve their high blood glucose with an infusion set change. Troubleshooting found the insulin pump did not alarm no delivery during a high pressure test. It was also found the insulin pump alarm no delivery with a second high pressure test. The insulin pump will not be returned for analysis.